Manufacturer narrative:
Device evaluation: one cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Functional testing involved three separate accuracy tests and showed that the device was found to be within manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device failed accuracy by +8.65 percent. There was no patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.